Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred during a planned procedure which was completed using the wired footswitch. The wi-fi indicator of the wireless footswitch was red, indicating a connection issue. A philips service engineer inspected the system onsite and replaced the wireless footswitch charger and battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has completed a good faith effort to get the patient information. However, the customer has not provided the requested information. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not establish a connection with the base station and was flashing red. No patient harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.